Event description:
Term pregnancy, newborn delivered via c/s, meconium stained. Respiratory therapist to perform suctioning using et tube and stylet. Tubing dislodged and remained in the newborns esophagus and stomach. Newborn required transfer to a neonatal intensive care unit at another facility and surgical intervention to remove tubing. Dates of use: approximately 10 years. Diagnosis or reason for use: intubation, suctioning of newborn.